Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to a bone fracture. A nail was implanted. Patient further underwent a revision procedure on an unknown date due to a nonunion at the fracture site. The nail was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.